Manufacturer narrative:
(B)(4). Device evaluation: the reported complaint of the distal basket tip separated from the basket was confirmed. The customer returned one 5 fr ptd catheter assembly. Visual examination revealed the assembly was returned with the basket deployed from the sheath and part of tip was missing from the basket assembly. Microscopic examination revealed that the black tip broke near the base of the distal connector and approximately 2.0 mm remained attached to the connector. The broken end of the remaining tip material appeared stretched and folded over on one side and the other was jagged and rough from being torn apart. No other defects or damage were observed with the catheter or the basket. Functional testing was performed with the returned assembly and a lab inventory rotator. The basket was retracted and deployed and rotated as expected. The IFU for this product provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns the user that the rotating basket is to be withdrawn in the deployed position pr ior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be other remarks: advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. A device history record review was performed and did not reveal any manufacturing related issues. The separated piece of the tip was left in the patient. An increase in the occurrence rate for ptd tip separation complaints has resulted in a CAPA investigation. The manufacturing process has not been shown as a cause and the samples have met the tensile specification. Therefore, the cause of this complaint is undetermined.

Manufacturer narrative:
(B)(4)

Event description:
It was reported a declot procedure was being performed on a patient's graft in the access center. The graft had mild clotting. The black tip of the ptd device broke off and traveled into the patient's lung. 4 to 5 passes were made prior to the tip separation. The patient is stable and so far there were no issues. The piece remains in the patient.